Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as no surgical intervention is planned.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-31247, related manufacturer report 3006705815-2020-31312. It was reported that a surgical intervention is anticipated in the near future due to an unknown reason. No additional information is available at this time.